Event description:
A report was received that during a standard reprogramming visit, the physician noticed pus coming out of the top stitch of the patient's midline incision. The patient was given oral bactrin and the site was cleaned. The physician believes the pus was caused by a subcutaneous issue related to the dissolvable stitch and will continue to monitor the patient.

Event description:
A report was received that during a standard reprogramming visit, the physician noticed pus coming out of the top stitch of the patient's midline incision. The patient was given oral bactrim and the site was cleaned. The physician believes the pus was caused by a subcutaneous issue related to the dissolvable stitch and will continue to monitor the patient.

Manufacturer narrative:
Additional information indicates that the patient's infection has cleared and the patient is reportedly doing well. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.